Manufacturer narrative:
The intraocular lens was removed and replaced during the same procedure. The intraocular lens (iol) is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Reportedly, the haptic of a za9003 18.5 diopter monofocal intraocular lens (iol) did not unfold after implantation. As a result, the surgeon had to remove and replace with another lens during the same procedure. It was also noted that there was no secondary intervention required such as; vitrectomy, suture, and incision enlargement. Lens is not expected to return. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.